Event description:
Customer reported the tube was placed in a pt and pt desaturated due to a loose connector on the trach. Caller confirmed that extubation and recannulation of a replacement tube was required.